Event description:
It has been reported that the surgeon wanted to implaint tibial insert on a stemmed base plate, but it didn't fit. The next insert of same size fitted fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.